Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was an inquiry regarding possible undersensing and pace inhibition when it comes to this device. A review of this case by engineering confirmed this case was related to user interaction, and noted that during pauses of ventricular pacing there was an intrinsic rhythm thus no asystole was present. At this time the device remains implanted. No adverse patient effects were reported.